Manufacturer narrative:
Concomitant medical product: product ID 8780 lot# serial# (B)(6). Implanted:(B)(6) 2013 explanted: product type catheter h6: corrected from disconnect (c63223) to unable to disconnect (c63180) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen (2000 mcg/ml at 559 mcg/day) via an implanted pump. It was reported the pump segment appeared frayed about 3 cm from the sutureless connector. The sutureless connector was also not able to be disconnected from the old pump. There were no issues with the old pump. It was a scheduled replacement as it was approaching end of life. There was no environmental/external/patient factors that may have led or contributed to the issue. The catheter flowed well but visual inspection showed the frayed catheter. The pump segment was replaced and the issue resolved.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found damage to the transition tube and that difficulty with the sc connector led to explant. If information is provided in the future, a supplemental report will be issued.